Manufacturer narrative:
Device history record (DHR) review was not possible as lot number 387437 could not be recognized in our system and it does not match to part number 412.814s. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier and weight are unknown. Additional device product code: hrs. Original implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the planned implant removal surgery on (B)(6) 2017 from the distal radius fracture, the head of the screw broke during the procedure. The other screws and the plate were removed. However, the shaft of the screw in question was remained in the bone as per surgeon¿s decision. The medical follow-up is planned, and the removal surgery of the broken shaft is not planned. The broken head was discarded in the hospital. No delay in surgery was reported. Patient¿s outcome reported as okay. Concomitant devices reported: screws (part # unknown, lot# unknown, quantity unknown), plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.4mm ti locking screw. This is report 1 of 1 for complaint (B)(4).